Manufacturer narrative:
The unit passed the displacement. However, the unit alarmed compromised force sensor system during the basic occlusion test due to a loose and protruded drive support disk. The unit had broken battery tube threads, a cracked case at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, a cracked reservoir tube lip, and a missing end cap sticker. (B)(4).

Event description:
The customer's mother called in to report that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out during manual prime. The customer reported that there was a piece missing near the battery compartment and the battery came out by itself. The blood glucose reading was 232 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product back for analysis.